Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of having high blood glucose of 408mg/dl and treated with a bolus. Troubleshooting found that the infusion set might have got caught in the blankets while sleeping. Customer declined high blood glucose troubleshooting. There was no further information provided by the customer or by troubleshooting.